Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history (lot) a manufacturing record evaluation was performed for the finished device; product code: 04.045.332s; lot no: 794p443; it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 06/07/2022; manufacturing site: jabil grenchen; expiry date:01/06/2032. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr f/nails lwprof ø5 l32 xl25 was found stripped from the threads and it has a fragment tip of the retention pin short xl25 stuck in the screw head. The condition identified in visual analysis would contributed to a misalignment allegation due to the failure of interaction between the two devices. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr f/nails lwprof ø5 l32 xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9; h4.

Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) syn) and (b(4) (pts) are related to (B)(4) which reports about the non-union occurred after the first surgery. This (B)(4) reports about the event which occurred in the revision surgery. It was reported that on (B)(6) 2023, the patient underwent the orif revision surgery for tibia non-union. In the surgery, the radiolucent in question was drilled eccentrically to the screw hole during radiolucent drilling. Even when the screw was inserted, the drill bit in question interfered with the nail and there was stronger resistance than usual. After correcting the orientation, the screw in question was inserted. Then, it was confirmed that the screw part of the retention pin short in question broke during the insertion of distal locking screw. And the broken piece remained in the screw head. The screw was removed, and a new screw was inserted. Procedure was completed successfully without any surgical delay. We have received a request from the surgeon to investigate the screw and driver. A senior doctor commented that it might be a technique problem. No further information is available. This report is for one (1) low prof lckng screw f/im nail ø 5.0mm / l 32mm / xl25/ ster. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: hsb, jds. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.